Manufacturer narrative:
The implant coil was returned for evaluation. Visual inspection of the coil revealed severe stretching along its length. The pusher was not returned; therefore, the mode of separation of the implant could not be determined. The severity of the stretched coil, however, is consistent with the implant experiencing tensile/retraction forces that exceeded the strength of the coil winding and may have also exceeded the strength of the attachment monofilament.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the 4th coil was advanced to the aneurysm for placement; however, the coil could not be inserted into the aneurysm. During the attempt to remove the coil, the coil stretched and then detached. The coil was withdrawn from the patient with the guide wire and successfully removed from the patient without incident. There was no reported patient injury or additional intervention.